Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it was taking them too long to recharge, sometimes up to four hours. It was indicated that the patient reached out to them last week and they redirected them to follow-up with patient services who indicated to start a charge session with a full controller charge. The patient reached back out for an optimization programming and indicated that they still were recharging for a long period of time. Best practices were reviewed. The rep indicated that the controller found the ins and the charge quality was excellent. The rep stated that they were meeting with the patient today and would check the charge speed, coupling and provide more education with recharging. It was reported that the event began in (B)(6) 2019. Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. It was reported that the rep was able to meet with the patient on (B)(6) 2019. The patient read the manual to increase the recharging speed, which seemed to have decreased the charging times in the log. On (B)(6) 2019, the rep reported that after the patient increased the charge speed level from 1 to 4, she started experiencing heating while recharging; the implantable neurostimulator (ins) pocket got hot. It was noted that it got hot to a point that the patient had to ice the pocket after recharging. The rep would be meeting with the patient/or have a colleague meet with the patient on the day after the report to change the charge speed. They would try from level 4 to level 3. There were no further complications reported or anticipated.